Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade returned after the handle was depressed and the jaws opened and closed during all tests. The knife blade was buckled but not enough to affect opening and closing.

Event description:
It was reported that during a vaginal hysterectomy procedure, the device worked for most of the case and then the jaws would no longer open. Procedure was completed with same/like device. There was no adverse impact to the patient. One device will be returned for evaluation.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.